Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone15.4. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the abdomen for a duration exceeding 48 hours. Patient reported that during use, glucose levels increased to approximately 400 mg/dl with associated vomiting. Patient sought emergency medical attention, with a reported visit duration of approximately 6 to 7 hours. Patient reported a diagnosis of hyperglycemia. Treatment reportedly included intravenous (IV) insulin and IV fluids with monitoring until glucose levels decreased. Patient reported that upon pod removal, the infusion site was bleeding, itchy, and exhibited redness. Multiple good faith attempts to obtain additional information were unsuccessful. A supplemental report will be submitted if additional information becomes available.